Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 28 mmol/l. The customer reported that the cannula was bent of infusion set. Customer declined troubleshooting for high blood sugar. The insulin pump will not be returned for analysis.